Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead. High pacing impedance was observed during follow up, and there was noise on the rv electrogram during troubleshooting. Noise was replicated with movement. High thresholds were also observed, and fracture was suspected. Therapies were turned off and the lead was subsequently removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and the proximal conductor was flexed and fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.